Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, keypad/button unresponsive/button error, and harm reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 59 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The customer reported that the cause of the stuck button alert was sitting down in a restaurant, not leaning toward the table or the wall, along with a keypad anomaly, and the cause for low blood glucose, was playing volleyball. The event involved product(s) mmt-332a, mmt-1884l, and mmt-244a. Troubleshooting was partially performed, and the customer reported receiving a stuck button alarm. The stuck button alarm sounded when a button was continuously pressed for more than 3 minutes. The button was not pressed for 3 minutes or longer, and the insulin pump was not subjected to a change in altitude. The customer reported low blood glucose. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. The customer was advised that the serialized device would need to be replaced and instructed the customer to discontinue pump use and revert to the backup plan as per health care professional instructions, the customer was advised on how to put the pump in storage mode after discontinuation. The customer indicates they understood the product replacement/return policy. No further customer complications were reported. No product return is required for mmt-332a. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-244a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Intermittent response from all buttons due to corroded keypad traces. Unit successfully downloaded to thump. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2024 21:29:37.000 in pump downloaded history. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed functional testing. No stuck button alarms noted. However, confirmed intermittent response from all buttons due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.